Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-nov-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, 500mcg/ml at 72.99 mcg per day via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2019 it was reported the patient had a sudden increase in spasticity. There were no other symptoms reported. An MRI was done and the patient had fluid around the pump in the pocket. The physician aspirated about 40cc of fluid from around the pump in the office. The environmental, external or patient factors that may have led or contributed to the issue was the patient had surgery for a suprapubic catheter placement recently. The diagnostics and troubleshooting performed was a dye study was done in the or (operating room). The catheter aspirated well and a dye study was performed. The catheter appeared to be intact and patent. The actions and interventions taken to resolve the issue was it was determined that the pump and catheter were fine. The cause of the fluid around the pump was unknown. The surgeon w as going to send the patient back to her managing physician to make adjustments in the dosage of medication. Surgical intervention did not occur and it was not planned. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury. Additional information was received from a field rep. It was reported that the patient's catheter was replaced. The rep reported that it appeared the purse string suture in the back was moving and may have allowed cerebrospinal fluid to leak. The patient's dose will remain the same. No further complications were reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter; product ID: 8782, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 2020-03-21, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative who reported that the patient came in with a large amount of fluid in the pump pocket and over the spinal pocket. She was taken to the or (operating room) on (B)(6) 2019 and an exploration of the spinal pocket was done to see if there was a csf (cerebrospinal fluid) leak as the patient was reporting a headache when she was upright. The physician dissected down to the area around the catheter at the dura. There was a leak. He then placed sutures to close the area around the catheter; he used dura seal glue as well; and then closed the wound. There were no adjustments made to the pump. No further complications were reported/anticipated.